Event description:
It was reported that the patient was revised due to adverse soft tissue reaction to particle debris and aseptic loosening of the cup and the stem 7 years 8 months after the primary surgery.

Manufacturer narrative:
Investigation results were made available. Concomitant medical products: item: metasul durom, component . Catalog #: 01.00214.050 lot #: 2398909, item: metasul ldh, head, 44. Catalog #: 01.00181.440 lot #: 2406899. Conclusion summary it was reported that the patient was revised due to adverse soft tissue reaction to particle debris and aseptic loosening of the cup and the stem 7 years 8 months after the primary surgery. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; the condition of the components is unknown. Therefore, the event could not be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specification valid at the time of production. The adverse soft tissue reaction could be caused by metal debris as the construct included only metal material and cementless fixation was used. A tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). Generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. Therefore, the issue of adverse soft tissue reaction to metal debris and the cup loosening can be characterized as the known issue which was addressed in CAPA (B)(4). No further investigation required. The stem loosening is not part of the (B)(4) and it could be cause by multiple factors, such as excessive force or wrong directional force applied when preparing the femoral canal, wrong size of instruments used and fretting between the components. However, due to the significant lack of information, an accurate analysis cannot be performed. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350 - 2016 - 01100 - 2.

Manufacturer narrative:
(B)(4). Concomitant medical devices: metasul durom, component for acetabulum, 50/44, code j, catalog no# 0100214050 ; lot no# 2398909, metasul ldh, head, 44, code j, taper 18/20, catalog no# 0100181440 ; lot no# 2406899. Concomitant medical devices: therapy date : (B)(6) 2015. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to loosening and armd.